Manufacturer narrative:
B3: aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that device was not implanted correctly. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The device was reported to have been implanted incorrectly and as a result the patient remains on blood thinning medication.